Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump had passed all functional testing including the operating currents test, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, priming test and no delivery test. There was no unexpected off no power alarm or low battery alarm. The insulin pump had a cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratches and cracked display window.

Event description:
Customer reported off no power anomaly, blank display, low battery and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for off no power was performed. Customer advised batteries do not last long, the device had a crack on the casing, the display was cracked and the entrance of the battery compartment was chipped. Customer received a low battery alert prior to the off no power alert. Customer advised the insulin pump had a lot of physical damage that they had not reported in the past. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.